Event description:
The day after treatment with juvederm ultra plus the pt presented with bruising and swelling at the treatment site. The physician also noted, that the pt presented with white dot-like pimples at the treatment site and up to the cheeks and the side of the nose. The white dot-like pimples resolved early on, but, the bruising and the swelling persisted and there was discoloration at treatment site. The physician prescribed oral keflex but the pt did not take the prescription. Follow up findings from the physician note that oral keflex was prescribed again and that all symptoms have since resolved.

Manufacturer narrative:
Medwatch sent to FDA on 11/28/2007. Device history summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming, it is probable that the pt had an undesirable side effect to the injection, as indicated in the dfu (secondary reactions at the injection sites can occur).